Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, leaks, lost sensor alarm, no communication between pump and transmitter, charge/battery lasts less than expected, damage (physical or cosmetic), no delivery/occlusion alarm, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-7040a, mmt-7841zn, mmt-1884l, mmt-431a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884l. No product return is required for mmt-431a. The customer will continue using the device.

Manufacturer narrative:
Pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected power/battery alarms/alerts, no delivery alarm or rewind anomaly noted during testing. Thump and carelink software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert found in the pump history file/trace on (B)(6) 2024 at 17:55:00. The battery life lasted more than 7 days. No unexpected no delivery alarm found in the pump history file/trace. The test guardian link with the watertight tester and the test contour next blood glucose meter communicating properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.4 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window. In summary, pump passed all required testing. Charge/battery lasts less than expected/no delivery/occlusion alarm/rewind anomaly/no com pump to xmtr not confirmed. Cosmetic damage confirmed at the lcd screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.